Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was starting this week the patient almost had to charge their implanted neurostimulators twice a day. The implanted neurostimulator battery did not hold a charge. Patient used to charge every morning. They charged their ins today and 3.5 hours later the ins lost 30% charge. They had not adjusted their therapy, therapy usage, or changed groups. During the day the patient ran their stimulation up to 7.6 and 2.6 for the other side and at night they ran the stimulation down to 6.6 and 1,6; they had been doing that for years. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.